Event description:
Healthcare professional reported ¿left side capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.2, d.6b, d.9, g.1, h.3, h.6. Device evaluation: the device related to the reported event of capsular contracture was received on july 19, 2022, with lot number 3467648. Analysis of the returned device identified: weight to the spec and opening curved on anterior. A visual and microscopic analysis was performed which identified: punctured on anterior and creases fold. Based on the device analysis the final assessment is: a punctured on anterior assessed as surgical damage like.

Event description:
Device has been explanted.